Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had inflammation around the pump. The physician wanted to explant the pump. The stop code was given by phone. Before giving the stop code, the hcp was made aware that the stop was permanent and the pump could not be activated anymore. The hcp confirmed that the pump was planned to be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.